Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician thought the device reached elective replacement indicator (eri) earlier than anticipated. The patient was noted to have permanent atrial fibrillation with a large number of episodes. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician thought the device reached elective replacement indicator (eri) earlier than anticipated. The patient was noted to have permanent atrial fibrillation with a large number of episodes. The device was explanted and replaced. No patient complications have been reported as a result of this event.